Manufacturer narrative:
According to the facility an epidural catheter was initially placed without complications. Per the facility after assessing the catheter, local anesthetic was not administered due to high-resistance in the catheter. Per the facility the catheter was redrawn 1 cm and the connector to the catheter was replaced with no further success. Per the facility after removing the catheter from the patient, the catheter was noted to have "significant resistance with minimal solution reaching the distal 1 cm of the catheter". No additional information is available at this time. The sample has not been returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility an epidural catheter was initially placed without complications. Per the facility after assessing the catheter, local anesthetic was not administered due to high-resistance in the catheter.